Event description:
If was reported that during an ivc placement of a vena cava filter, the physician was advancing the filter to the end of the sheath when he accidently pulled back on the black handle. This caused the flex hinge to pop out from behind the apex of the filter, preventing the deployment of the filter. The physician was aware of this error and removed the system. He used another vena cava filter for a successful deployment without injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation as it was discarded at the user facility. As neither the sample or x-rays were received, the result of the investigation is inconclusive. However, the user reported an error as he accidently pulled back on the handle, which prevented the device from being deployed. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.